Event description:
Discordant high troponin (tni ultra) results were obtained with one (1) patient sample on an advia centaur analyzer. The sample was retested (in duplicate) on the same analyzer, and was also tested on another advia centaur. The corrected results were reported. There were no known reports of patient treatment being altered or prescribed. There were no known reports of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse proactively replaced the sample diluter and the tubing for aspirate line #1, and also replaced three (3) valves. The fse performed diagnostic tests, and ran qc. The actual cause could not be determined, and no conclusions can be drawn as to what caused the discordant troponin results. The instrument is performing according to specifications. No further evaluation of the system is required.